Event description:
It was reported difficulty was encountered removing this balloon catheter through the introducer sheath during an arteriovenous graft declot procedure and the balloon material detached and remained in the introducer sheath. The introducer sheath and detached balloon were removed from the pt successfully as a unit. The procedure was successfully completed with this unit. The pt's condition is good. This device was rec'd, evaluated and retained by this MFR. The engineer's eval indicated this device was rec'd in two pieces. The detached balloon and a portion of the catheter shaft were returned inside an introducer sheath. The introducer sheath was accordioned and the catheter shaft was stretched. The proximal bond was present on the catheter shaft. No damage was noted to the balloon material and all balloon material was present. The proximal catheter segment measured 69.7 cm and no anomalies were noted. A lot search was performed and revealed no other complaints to date for this lot number. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. This balloon was used in a non-indicated procedure, declotting an arteriovenous graft, and the co's follow up revealed difficulty was encountered removing this balloon catheter. Co believes the above factors may have contributed to this event. However, co is unable to determine the exact cause for this event. The co's directions for use state: "synergy balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of the iliac, ilio-femoral, popliteal, renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae...any use for procedures other than those indicated in these instructions is not recommended... If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."